Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-dec-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station drawer 7.1 was obstructed and failed to open. The field service engineer resolved the issue by replacing the bad bumper slides on rails of the drawer with the new one and tested. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer 7.1 was sticking. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.